Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical debris on the lens surface. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.0/+1.5/072 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as device and patient-related factor; "recommended size too small for patient's eye."